Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0975 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "j-loop supplied in powerglide kit had male end that connects directly to the powerglide come off. I do have the part, and it was connected to the patient when this occurred."